Event description:
The hosp reported that during the saphenous vein harvesting procedure, the surgeon was unable to cauterize the vein. The surgeon used a replacement device to complete the procedure. No pt complications were reported.